Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, to remove stones in the common bile duct, the physician used a web extraction basket. It was reported that the basket was introduced into the common bile duct with contrast injection, and, upon traction, the cable broke with the basket open in the canal. Photos of the device with basket wire assembly separated from the basket handle assembly were provided for evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photos matches the product reported. Our evaluation of the photos provided confirmed the report. In addition to the photo of the product label, two photos were provided. The first photo partially shows the white handle which has separated from the cannula of the basket assembly and the threaded distal end of the white handle has detached from the handle and remains threaded to the black y-connector. While the entire drive wire/basket assembly is not visible it appears that the drive wire and cannula of the basket assembly remain connected. The second photo is similar to the first photo however, the entirety of the white handle is visible with the inner portion of the white handle retracted into the outer portion, but the black collet closer has been removed and is not pictured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.